Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "capsular contracture" baker grade unknown and "hematoma".

Event description:
Received report via nbir reporting left side capsular contracture baker grade unknown and hematoma. Device has been explanted.